Manufacturer narrative:
Per the clinic, the patient was hospitalized (specific date not reported). This report is submitted on september 12, 2023.

Manufacturer narrative:
This report is submitted on august 2, 2023.

Event description:
Per the clinic, the patient experienced an infection and skin erosion which was treated with IV antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.